Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 2.0, lab: 7.7. Inratio result was done at approximately 10:30am and the lab result was at approximately 5:30pm. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.